Event description:
It was reported that the guide wire is retaining its bent shape from the packaging and not straightening out. This is causing problems when deploying the central line.

Manufacturer narrative:
Qn# (B)(4). No sample will be returned for evaluation.